Event description:
The customer reported, the system will not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram and reloaded software. System operates as intended. (B) (4).